Event description:
It was further reported that the leadless ipg exhibited higher thresholds.

Manufacturer narrative:
No data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID [mc1avr1-delsys] (serial: (B)(6). D9: no continuation of d10: 3389s-40 dbs lead implanted (B)(6) 2016; 7482a51 neuro extension implanted (B)(6) 2009; 7482a51 neuro extension implanted (B)(6) 2007; 3389s-40 dbs lead implanted (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a cardiac tamponade. It was also noted that the patient coded and cardiopulmonary resuscitation was performed. A drain was placed and they were able to get a faint pulse and treated the patient appropriately. The leadless ipg remains in use with the patient stable but not awake. No further patient complications have been reported as a result of this event.